Event description:
This rn was attempting to access pt's mediport. As rn attempted to advance the needle into patient's port, needle was noted to bend. Upon removal full needle intact, pt's chest wall assessed. No abnormality noted. Rn began complete new sterile procedure. New needle obtained, pt successfully accessed with new needle.